Event description:
It was reported by the (B)(6) study that the patient was in atrial fibrillation for 9 hours and was only found via holter monitor. The patient was given medication for atrial fibrillation and is scheduled for an ablation. It was also reported that the recorder was implanted after the use by date. The recorder remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.